Manufacturer narrative:
Concomitant medical product: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine [24 mg/ml] at a rate of 2.145 mg/day, baclofen [600 mcg/ml] at a rate of 53.62 mcg/day, and dilaudid [20 mg/ml] at a rate of 1.787 mg/day via an intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain and failed back surgery syndrome. The patient's concomitant medications included ativan prescribed by the primary care physician. It was reported that the pump had been replaced two times in the year due to infection. Refer to manufacturer report 3004209178-2016-00338 for details pertaining to the second replacement due to infection. The type of baclofen in the pump, the patient's relevant medical history, and the diagnostics performed were not reported. Further follow-up was being requested to obtain additional information.

Event description:
The lot number of the baclofen was not reported; follow-up was requested to obtain additional information.